Event description:
It was reported that the pt received a letter from her surgeon about the recall. Pt stated that she has pain when she is walking. She stated that whatever is in her blood test is high. Her MRI showed cyst around the implant. On (B)(6) 2012 pt had aspiration of her cyst.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.